Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.